Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
It was reported that there was a left hip revision due to stem being loose proximally.

Event description:
It was reported that there was a left hip revision due to stem being loose proximally.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. The exact cause of the event could not be determined. More clinical information such as pre-operative x-rays and the primary operative report as well as patient history and follow-up notes would be helpful to rule out possible contributory factors. The reported event regarding an accolade stem loosening was not confirmed. No device evaluation performed as the device was not returned due to hospital policy. Insufficient information was received for clinical review.